Event description:
It was reported that during a low anterior resection procedure, when the surgeon fired the initial firing, the staple line was not complete at the end of the staple line. The surgeon then used suture to secure the staple line and complete the procedure. There was no unusual noise heard, no excessive force to fire, the pin was set correctly and they removed the device with no complications. They were using a blue reload. There was no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.